Manufacturer narrative:
The reported event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The returned insert exhibited burnishing on the articulating surfaces. The post was abraded from contact with a hard object. No material or manufacturing defects were observed on the surfaces examined. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics.

Event description:
It was reported that sales rep was contacted by the surgeon about a tkr he did on (B)(6) 2014. He explanted a nrg due to infection. Sales rep was not in the room during surgery. Only the poly was explanted.

Manufacturer narrative:
Additional devices listed in this report: unknown femoral component; unknown tibial component; unknown patella. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that sales rep was contacted by the surgeon about a tkr he did on (B)(6) 2014. He explanted a nrg due to infection. Sales rep was not in the room during surgery. Only the poly was explanted.